Event description:
It was reported that the tip of the right posterior-fossa pointer was bent during testing or set up prior to a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During failure analysis, the reported event that the pointer tip was bent was confirmed through the visual inspection. It is possible rough or improper handling led to bent tip. The device was discarded by the manufacturer following evaluation.

Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the tip of the right posterior-fossa pointer was bent during testing or set up prior to a procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip of the right posterior-fossa pointer was bent during testing or set up prior to a procedure. There was no patient involvement and no adverse consequences associated with the device.